Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During device preparation for a pulmonary vein isolation procedure, the pump was powered on but error message 024 displayed and the pump shut down. The ac power cord was replaced with no resolution so the procedure was cancelled. The patient was in the room and had patches placed at the time cancellation. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported error message and subsequent procedure cancellation could not be conclusively determined.